Event description:
The autopsy saw was sent for evaluation because the cord guard assembly broke off and there were exposed copper wires. There were no reported user injuries as a result of this event.

Manufacturer narrative:
The cord guard was replaced on the device.